Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that during the surgery, the first image transferred without issue. However, the second image stated that it transferred on the mobile view station (mvs), but on the navigation device, an error message occurred, and the image did not show up. The site tried to manually push the image with no success. The surgery was completed with navigation and there was no impact on patient outcome.